Event description:
It was reported that during a procedure, the console was lasering for about 15 minutes on a light dusting setting. Then, a loud pop/explosion was heard, the screen went black, the console restarted by itself and suddenly smoke came out from the back of the device. The console was shut it down and unplugged it immediately. The procedure was not completed, and the patient was rescheduled.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and was found that the capacitor charger, pin connectors and blast shield were damaged. After the components were replaced, the issue was resolved, thus confirming the reported event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console was lasering for about 15 minutes on a light dusting setting. Then, a loud pop/explosion was heard, the screen went black, the console restarted by itself and suddenly smoke came out from the back of the device. The console was shut it down and unplugged it immediately. The procedure was not completed, and the patient was rescheduled.